Event description:
The pt was implanted with an scs system consisting of an ipg and paddle lead on (B) (6) 2008. It was reported that beginning around (B) (6) 2008, the pt would experience overstimulation whenever he coughed or laughed. Impedance testing revealed invalid contacts on the right side of the lead, but valid contacts on the left side of the lead. The pt was reportedly only using the left side of the lead. An x-ray verified that the lead had not migrated from its original placement and all system connections were intact. The lead and ipg were reportedly replaced on (B) (6) 2009, and the issue was resolved. The explanted devices were not returned to ans for analysis.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.